Event description:
The customer reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reattached internal components in the power switch, but no conclusion can be drawn as further repair information is not available.